Event description:
It was reported that during the implant procedure, when the lead was connected to the ICD can, high out of range pacing lead impedance was observed. The lead initially tested normal with the analyzer, but when tested again after disconnecting from the ICD, the impedance was out of range. High pacing threshold was also observed. The physician suspected that he nicked the lead resulting in the high measurements. A new lead was implanted without further issue. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.